Event description:
The customer reported to olympus that after using a single use aspiration needle in the lung, the tip was missing upon removal. It remained in the patient's lung as the needle had broken. Additional information about the procedure, retrieval of the needle tip and outcome were requested.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. However, the needle tube was likely broken by the following mechanism: a bending force was applied to the needle tube while piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to straighten it. This caused the needle tube to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube na-201sxmay be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿. Olympus will continue to monitor field performance for this device.